Event description:
It was reported that over-sensed noise signals, loss of capture, high capture thresholds, and high out of range impedance were noted on the right atrial (ra) lead. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch mw5145421.